Manufacturer narrative:
Device evaluation: a vyaire field service representative (fsr) evaluated the device onsite and was not able to duplicate the reported issue. Vte (end-tidal volume) set at 500 ml is delivering 470 ml. When set at 1000 ml it is delivering at 980 ml. At 100 ml, it is delivering 90 ml. All within specifications. Ovp (operational verification procedure) was performed. The unit passed all test and runs according to OEM (original equipment manufacturer) specifications.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer is requesting an onsite service for the defective unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator is not delivering volumes/ low volume. The issue occurred during patient-use and the device was replaced with another ventilator. At this time, there is no information regarding patient harm associated with the reported event.